Event description:
The customer passed out. Her blood glucose was tested on the contour next link and the reading was 20mg/dl. Her husband gave her a glucagon injection and called 911. Twenty minutes after the paramedics arrived she regained consciousness. She was retested on the paramedics' meter and the reading was 22mg/dl. She declined to go to the hospital, was given two glucose gels and had something to eat. Later her blood glucose rose to 88mg/dl. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.